Event description:
It was reported the patient presented for a device upgrade. Prior to the procedure, interrogation revealed the atrial lead was oversensing noise that triggered inappropriate mode switches. During the surgery, insulation disruptions and a pinch or suspected clavicle crush were visually confirmed. The atrial lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.